Manufacturer narrative:
Recall: z-1839-2015.

Event description:
It was reported by the healthcare facility that the package labeling did not have fast absorbing on it. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.